Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother&nbsp;reported via phone call that insulin pump alarmed no delivery and&nbsp;also mentioned "the customer" experienced a high blood glucose level of 500mg/dl. Customer's&nbsp;mother stated that they treated the customer with insulin pump and syringe. Customer's mother stated that they were going to change reservoir to resolve the no delivery alarm. The product will not be returned for analysis.